Event description:
It was reported that (1) devcie was used during a laparoscopic cholecystectomy. It was reported by the affiliate that while the surgeon was clipping on cystic artery, the surgeon found that the jaw broke and fell into the pt's abdomen. The piece was removed laparoscopically. There was no further consequence to the pt.